Event description:
A recent download from a (B) (6) male patient revealed "check te pad" messages. Support contacted patient and left a message. Support contacted patient again on (B) (6) 2008 and left a message. Patient returned support's phone call and reported that he was receiving alarms. Support sent a patient services representative (psr) to the patient. The psr found that the electrode belt connector was cracked. The psr gave the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt connector plastic was completely missing. The pins were completely intact and straight. The connector could not be screwed in which allowed for an intermittent connection between the monitor and the electrode belt. The root cause of the missing connector was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the plastic to break. The damaged electrode belt was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.